Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with caldera t-sling placement (per ppf) and hysterectomy due to uterocervical descent, cystocele, rectocele, enterocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh procedure on (B)(6) 2013 for mesh erosion to the vagina and pelvic pain. Patient underwent laparoscopic lysis of adhesions on (B)(6) 2006 for chronic abdominal pain. Patient also underwent (B)(6) 2009 for excision of suture material from abdominal wall because of an abdominal wall mass. Patient underwent removal of eroded vaginal mesh on (B)(6) 2012 for removal of vaginal mesh and closure of vaginal on top.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.